Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the syringe and needle separated. There was no report of patient impact. The following information was provided by the initial reporter: when administering dtap-ipv-hib-hb vaccine into left leg needle detached from syringe resulting in sprayed back. A second dose was required to ensure effectiveness which was administered in alternative limb. Possible blocked needle? Issue not visible. No image available. Who was affected? Patient.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the syringe and needle separated. There was no report of patient impact. The following information was provided by the initial reporter: when administering dtap-ipv-hib-hb vaccine into left leg needle detached from syringe resulting in sprayed back. A second dose was required to ensure effectiveness which was administered in alternative limb. Possible blocked needle? Issue not visible. No image available. Who was affected? Patient.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.